Manufacturer narrative:
The complainant indicated that the guide catheter will not be returned for evaluation; therefore, a failure analysis of the guide catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an unspecified procedure, the tip of the runway guide catheter seemed to be "broken or damaged." The device had no contact with the pt. Additional info was requested but not available.